Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. A repeat procedure was performed with no medical intervention required. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate the placement of the capsule and the device has been returned for investigation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. There was no harm to the patient, a repeat procedure was performed with no medical intervention required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. They think the cause of the capsule failure was they were not able to fully depress the plunger on the handle. No lubrication was used to facilitate the placement of the capsule, and the device has been returned for investigation.